Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced after 29 months of implant time. The patient expressed dissatisfaction with regard to device longevity.